Event description:
Boston scientific crm received info that this right ventricular (rv) lead was dislodged causing loss of capture. Upon opening the pocket, it was noted that the lead had coiled up into the pocket. The rv lead integrity was good, therefore, the physician elected to reposition the lead. During the repositioning procedure, oversensing was noted. The rv lead was successfully repositioned.